Event description:
Reportedly, on (B)(6) 2014, atrial oversensing with 125ms interval was confirmed on stored episodes in (B)(6). Atrial lead impedance was unstable over the follow-up period. Abnormal impedance value was not measured, but impedance was transiently increased up to 1500ohms at the end of (B)(6) 2014. Rate response was deactivated at the end of the follow-up. Normal pacing and sensing behavior were then confirmed. Investigations are required in order to check if there is a lead issue.

Event description:
Reportedly, on (B)(6) 2014, atrial oversensing with 125ms interval was confirmed on stored episodes in aida. Atrial lead impedance was unstable over the follow-up period. Abnormal impedance value was not measured, but impedance was transiently increased up to 1500ohms at the end of (B)(6) 2014. Rate response was deactivated at the end of the follow-up. Normal pacing and sensing behavior were then confirmed. Investigations are required in order to check if there is a lead issue.